Manufacturer narrative:
A review of the manufacture records for this device did not reveal any disrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). Procedure: carotid artery stenosis / carotid artery stenting. During procedure, the physician found a dissection upon retracting the spiderfx after the stent was deployed. The patient did not exhibit any symptoms and no medical intervention was performed. The plan is to follow up with the patient. The spiderfx was delivered and opened at about 2 cm distal of the ica lesion. On the next day, (B)(6), the dissection was found stenosed through MRI imaging.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.